Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. This issue is not a reportable event. The failure did not occur during ventilation. No harm to patient, user or third party. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective safety valve block. In consequence (correction) the g5/s1 active ambient valve block was replaced.

Event description:
Customer reported tf 9313.